Event description:
During inspection of the device prior to use and after sterilization, the locking pipe device of the vaginal cylinder broke at the solder joint. If this were to occur during treatment, the possibility exists that the vaginal cylinders may become dislodged and cause the applicator to move. Unintended movement could result in unintended radiation dose to certain areas of the anatomy.